Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the device was damaged during user handling and water invaded the device from the damaged location. Then the water adhered inside objective lens, leading to the suggested event. The event can be detected/prevented by following the instructions for use which state: user may detect the suggested event by handling the device in accordance with the following instructions for use. Ltf-190-10-3d operation manual chapter 3 preparation and inspection 3.6 inspection of the endoscopic system_ inspection of the endoscopic image. User may reduce/prevent occurrence of the suggested event by handling the device in accordance with instructions for use below. Ltf-190-10-3d reprocessing manual chapter 1 general policy 1.4 warnings and precautions :perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the deflectable videoscope¿s charged coupled device unit was broken. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.